Event description:
It was reported that the 9900 system left monitor sporadically stays white. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was replaced during the service call.